Manufacturer narrative:
Unit received with currents in specification. No unexpected battery power loss. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen. Unit had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a motor error and unexpected power loss, alarm. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.